Manufacturer narrative:
H11: section a: through f: the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will evaluate. Results are expected soon.

Event description:
It was reported there is a fluid leak occurring at the connection of the tubing to the plastic tip of the huber needle. The liquid was nacl 0.9% therefore safe for our users, however it can also be used in chemotherapy which would represent a significant danger. Occurred during use. No other information was provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is inconclusive due to the state of the returned sample. One photograph of a safestep infusion set was returned for evaluation. An initial visual observation of the photograph showed a safestep infusion set. No damage or evidence of use was observed on the sample in the returned photograph. Inspection of the returned photograph was insufficient to identify the alleged issue or a root cause of the reported issue. Therefore, this complaint is inconclusive at this time. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported there is a fluid leak occurring at the connection of the tubing to the plastic tip of the huber needle. The liquid was nacl 0.9% therefore safe for our users. Occurred during use. No patient impact. No other information was provided.